Event description:
During the evaluation of a pt with chest pain, a 4 lead and 12 lead ECG was attempted. The screen on the monitor displayed an error message of "lead fault" we were not able to obtain a 12 lead with this monitor.